Manufacturer narrative:
Additional information: implant date: (B)(6) 2017 (day unknown). Explant date: (B)(6) 2019 (day unknown). Height: 97cm. Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake function test has shown that the brake function is fully operational and the braking force is with the given tolerances. Results: it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the gav 2.0 shunt system. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The progav 2.0 was permeable and operating within specifications. The shunt assistant was not permeable. Finally, we have dismantled the valves. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported a pediatric patient experienced increased hydrocephalus. The reporter indicated that two years after the shunt was implanted, hydrocephalus was found to increase during the follow-up, and there was no improvement after the pressure regulation. A surgical exploration was carried out, and it was found that the valve could be adjusted, but the shunt could not be used for hydrocephalus shunt, therefore, the shunt was removed. Additional information has been requested.